Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced loss of connection and a hypoglycemic event. The patient's mother reported when she came home on (B)(6) 2019, she found the patient unresponsive in his bed. Patient's mother then checked the continuous glucose monitor (cgm) receiver which displayed the signal loss message. Patient's mother could not awaken patient at first but managed to administer glucose and called the ambulance. Paramedics took patient's blood glucose level, which was at 4.0 mmol/l. Patient was taken to the hospital where he was observed for a few hours and released. At the time of contact, the patient was feeling well. Data was provided for evaluation. The reported issue was confirmed via data. The root cause could not be determined post investigation. No additional event or patient information is available.